Manufacturer narrative:
Based on follow up information received, the previously reported patient code of (B)(4) no longer applies to the event. See manufacturer¿s report #3004209178-2018-05010 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they changed the program and the patient was able to feel the stimulation. The issue was reported as resolved after changing the program. The patient now voided 1 time at night and on average 2-3 times during the day. Regarding the patient¿s uti, the hcp reported the patient had, on average 2 utis per year. The cause of the uti was unknown. It was noted that the patient¿s uti was related to the patient¿s underlying urinary dysfunction and not related to the implanted device/therapy. As actions to resolve the uti issue, the hcp reported the patient had treatment for the uti and prevention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she has been having issues with symptom control, and stated can't increase. Patient was on program 2 at 2.0v. It was noted that stimulation was off when sync with programmer. When she tried to increase stim, she gets maximum amp screen. The patient to follow up with healthcare provider for programming. The return of symptom was reported as gradual about 4 days ago. The patient indicator for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was received from the patient on (B)(6) 2018. The patient reported that around (B)(6) 2014, they started having leakage, which continues to this day. The patient stated that during the later part of 2015, they stated having urinary tract infections; which also continue to have to this day. After the replacement surgery, the patient¿s healthcare provider (hcp) continued to work with them to start reprogramming their new interstim. The patient saw a new hcp on (B)(6) 2017 and was re-programmed and instructed how to turn the stim up as need. The patient was put on program 2 (c6) at 1.0 stimulation. The patient gradually upped the stim to 9 and was not feeling anything. The patient stated that the urge to go had gotten worse plus a urinary tract infection was still going st rong. The patient stated that the hcp said she did not know why the patient couldn't up stimulation and would need to come in for an appointment because the patient could not change programs themselves. The patient called patient services who suggested the patient request that a manufacturer representative (rep) be paged by the hcp. The patient stated that she would like her problems solved once and for all. The patient stated that they can't be far away from the bathroom and must wear pads. Patient weight was updated. No further complications were anticipated/reported.